Manufacturer narrative:
Correction: section e was inadvertently omitted from the initial report. Correction: h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that due to a dent in the ultrasonic cable, water tightness was lost. Chapter 6 compatible reprocessing methods and chemical agents and chapter 7 cleaning, disinfection, and sterilization procedures in the instructions for use may prevent the occurrence of the event. Olympus will continue to monitor field performance for this device.

Event description:
The ultrasonic gastrovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus it was observed that the forceps elevator had foreign material attached. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the reported in b5, the device evaluation found the following: the nozzle was deformed, due to deformation of the nozzle, water removal ability did not meet the standard value, due to deformation of the lock engagement knob, the knob rotates concurrently, due to wear of the angle wire, bending angle in the down direction did not meet the standard value, due to wear of the angle wire, bending angle in the left direction did not meet the standard value, due to deformation, the right/left knob did not move smoothly, due to a dent on the ultrasonic cable, water tightness was lost, the electrical connector had corrosion, the adhesive on the bending section cover rubber was detached, the forceps channel port had a dent, the light guide cover glass had a dent, the ultrasonic cable had a dent, the color ring had a crack, the suction cylinder was shaved, the connecting tube had a scratch and a wrinkle, the universal cord had a dent and a scratch, the objective lens had a scratch, the distal end had a scratch, the scope connector had a scratch, the switch box had a scratch, switches 1, 3, and 4 had a scratch, the protector of the universal cord on the control section side had a scratch, the suction cover had a scratch, the control unit had a scratch, the right/left knob had a scratch, the up/down knob had a scratch, the grip had a scratch, and the acoustic lens had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.